Event description:
Event description guidant received information that that this implantable cardioverter defibrillator (ICD) implanted on july 29, 2003, displayed an elective replacement indicator (eri) after a charge time of 23.3 seconds.